Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis found that the handle needed to be changed, that the stylus was missing and that a software update had not completed. The corrections were made and the device then passed the electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer could not be fully opened up for use. It was opened and closed and the connector cables changed, but it was not able to be used. It was replaced for the scheduled patient appointments and returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.